Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the customer believes the inadvertent energy activation was due to the erbe vio dv. Intuitive surgical, inc (isi) did not receive any products that were used during this reported event; therefore, failure analysis investigations could not be performed. A review of the instrument log for the fenestrated bipolar forceps (fbf) instrument associated with this event was performed; the instrument was used again on 5/30/2024 on system (B)(6) and had 6 uses remaining after last use. A review of the instrument log for the monopolar curved scissor (mcs) instrument associated with this event was performed; the instrument was last used on 5/24/2024 on system (B)(6) and had 0 uses remaining after last use. Intuitive surgical inc. Received a video clip related to the alleged complaint. A review of the video clip was conducted by clinical development engineer, and the following additional information was provided: energy delivery on the fbf instrument while the mcs was activated was confirmed. The instruments are pretty close to each other and given other factors such energy settings, may cause stray cautery to occur. The davinci instruments and accessories user manual advises against use of monopolar and bipolar instruments in close proximity when energy is being activated, and also advises users to use the lowest possible energy settings for a given surgical task to avoid unintended delivery of energy.

Event description:
It was reported that during a da vinci assisted transverse colectomy procedure, while attempting to cut and cauterize tissue with the monopolar curved scissor (mcs) instrument, the fenestrated bipolar forceps (fbf) instrument was inadvertently activated while grasping adipose and membranous tissue. There was no bleeding or injury to the patient due to the inadvertent energy activation and the green monopolar and blue bipolar cables were appropriately plugged in and connected to the instruments. The surgeon stated the mcs and fbe were not in close proximity, and moved the mcs instrument away from the tissue and pressed the right blue pedal at the surgeon side console to activate and cauterize; but the fbf instrument was activated again. The surgeon resolved the issue and continued with the procedure, by refraining from grasping important tissue with the fbf instrument. The surgeon believes the cause may be the erbe dvio, since this issue has been a recurring problem (MFR report number 2955842-2024-15963) over the past 12 months, with no known procedure dates on the same system.